Manufacturer narrative:
H10: it is unknown whether there was deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope needed a repair after inspection. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet channel was clogged with a foreign material of an unknown origin. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, the device evaluation found that the jet channel was clogged with a foreign material of an unknown origin. Additional findings include the following: the charged coupled device lens was chipped, the light guide bundle had fiber breakages, the plastic distal end cover was chipped, the bending section cover adhesive was chipped, the bending tube was shortened, the connecting tube had a scratch in the pocket-pouch, the air / water nut painting was peeling off, the suction cylinder nut painting was peeling off, the universal cord had buckling, and the up / down / right / left knobs had play and were less than the specified value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.